Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be preformed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged above the annulus due to issues with the temporary pacing, and severe paravalvular leak (pvl) occurred. A second transcatheter bioprosthetic valve was subsequently implanted, resolving the pvl. No additional adverse patient effects were reported.